Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was unable to see insulin exit the infusion set tubing during the fill tubing process. The customer disconnected the tubing from the cartridge and stated no insulin came out of the cartridge pigtail for an additional 20 units of insulin. There was no information provided regarding the customer's blood glucose level. Although requested, no additional information was provided regarding the reported issue.